Event description:
It was reported that the data on the system could not be transferred to the personal computer although a cable was replaced. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The device was returned to terumo for investigation and the complaint was confirmed. There was complete loss of data transmission. A replacement generic board was sent to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.